Event description:
It is reported that the surgeon had difficulty inserting the device. After ten minutes, the surgeon used a different device to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). As received the dovetail on articulating component on both sides is flared, also signs of gouging as well. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The nexgen lps flex surgical technique includes instructions for articular surface implantation process. Flaring of the articular surface dovetail can occur if the dovetail is engaged to the tibial plate and then the device is removed; however, dovetail flaring does not provide information about the articular surface insertion technique used. A definitive root cause cannot be determined using provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends